Event description:
It was reported that shock impedance on this lead was out of range (>150 ohm). The lead will be revised during an upcoming and planed ICD replacement.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The analysis of the available data is completed. In the available iegms the occurrence of noise was observed in the right ventricular channel. The analysis showed that a large amount of charging cycles were performed by the device within a short period of time on (B)(6) 2025. As a result of that fast successive charging the eos battery status had occurred. Based on these findings the integrity of the lead cannot be assured and it is most likely that a potential lead damage led to the clinical observation. Based on the available data there is no indication of an ICD malfunction. Biotronik has informed the health care professional about this analysis result, who decides, based on the patient¿s individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status eos and 156 charging cycles were recorded to the device¿s memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of 96 charging cycles was performed by the device within two hours on (B)(6) 2025. As a result of that fast successive charging the eos battery status had occurred. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, there was no indication of an ICD malfunction. The integrity of the lead under complaint cannot be assured.